Event description:
Information was received from a consumer regarding a patient receiving bupivacaine and fentanyl via an implanted pump. The indication for pump use was non-malignant pain. The patient¿s representative reported that the patient was allowed 8 boluses a day and they were having an issue with their myptm. The caller stated that it kept telling them to reboot and refresh every time they went to do a bolus. The caller stated that they needed to reconnect constantly and that was becoming more frequent. The caller stated they got a message saying it failed to communicate to the pump and a message to call medtronic or their provider. The agent had the caller clear data on the handset after which they were able to connect quickly and saw the lockout screen. The agent reviewed device function and advised them to monitor the issue and call back if further assistance was needed. The troubleshooting steps taken on the call resolved the reported issue.

Manufacturer narrative:
Continuation of d10: product ID a820, serial# unknown, product type software product ID hh90t01 lot# serial# (B)(6), product type mobile platform section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.